Event description:
It was reported the patient had a knee replacement on (B)(6) 2013 were electrocautery was used. A foley catheter was also placed during the procedure. The device was not turned off before or during the procedure. The catheter was removed the day prior to the date of this report and since then the patient has felt ¿very incontinent.¿ it was noted the device had been implanted 8 years prior. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).